Event description:
I had severe chronic, blistering hives for a year and a half with no relief. After reviewing the FDA heavy metal testing for allergan smooth style 15 implant, I was tested for heavy metals and found a severe nickel allergy. Nickel was found present in both the shell and silicone gel of the implant.